Event description:
A healthcare professional reported system with flap did not opened resulted in incomplete flap in the right eye of the patient during lasik surgery. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided b.5., and h.11. New information received from company representative confirmed that there were no issues and or harm experienced in the right eye during the actual procedure. Therefore, this information does not represent a reportable event. The manufacturer internal reference number is: (B)(4).

Event description:
New information received from company representative confirmed that there were no issues and or harm experienced in the right eye during the actual procedure. Therefore, this information does not represent a reportable event.